Manufacturer narrative:
Upon eval of the device the complaint was confirmed. The complaint sample was returned and visually inspected. It was noted that residue could be seen on the thermowell, but there was no clear indication of a leak. A review of the device history revealed no anomalies which would contribute to a leak. The unit was pressurized to roughly 1000mmhg for 30 seconds, and the unit did not leak. A bpm head was then attached to the sample and it was pressurized to 1000 mmhg again. A slow leak was noted during this test. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause was identified to be shipping and handling paired with the coupling of the bpm head to the unit causing stress on the thermowell. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked from the thermowell. No pt involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.